Manufacturer narrative:
The hospital has not returned electrode to karl storz. They reported that the electrode was tested after the procedure by hospital biomed and that it shorted when tested.

Event description:
Allegedly, during an operative hysteroscopic ablation procedure, the electrode shorted; the pt sustained a burn of approximately 3 cm in size to the posterior vaginal wall and forcette. The burn was discovered at the end of the procedure and was treated with a local anesthetic for pain and with premarin cream. Procedure was completed. Hospital reports pt's condition is improving and that the burn has not totally healed.